Event description:
A 5.0mm diameter x 17mm length medtronic ave biliary stent was inserted into the renal artery. It was not possible to cross the target lesion; therefore, the stent was retracted from the target vessel. Upon attempted retraction of the stent and stent delivery system, the stent dislodged from the delivery balloon. Subsequently, the stent was deployed in the iliac artery. There was no add'l clinical sequelae reported relative to the event.